Manufacturer narrative:
The customer reported an unspecified failure. Visual inspection of the as-received set sample observed the female luer was cracked along its top and side. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Although damage was observed, functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. The device history record for set model me2017 could not be performed due to no lot number being provided. The root cause was not identified. Customer stated that were unavailable and no further information would be provided.

Event description:
It was reported that the tubing set had an unspecified failure upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available. Failure investigation found a cracked female luer.